Event description:
Per the clinic, the patient experienced swelling around the implant site. The patient was treated with oral antibiotics in (B)(6) 2013 (exact date not reported). The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.